Manufacturer narrative:
The reported issue (the tip of the water syringe broke off in the inflation ort prior to inflation of the catheter) was confirmed after visual evaluation. In the pictures it could be seen that the water syringe was broken on the tip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port." (B)(4).

Event description:
It was reported that the tip of the water syringe broke off in the inflation port, prior to inflation of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the water syringe broke off in the inflation port, prior to inflation of the catheter.